Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Evaluated 5 open/used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir had air bubbles in it. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the reservoir had air bubbles in it, so the customer changed the reservoir however the reservoir still had air bubbles in it. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.